Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n326622, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-14, lot# n337590, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-14, lot# n344891, implanted: (B)(6) 2012, product type: accessory. Product ID: 355531, lot# n334458, implanted: (B)(6) 2012, product type: screening device. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the procedure had been completed and the new devices registered. It was noted that the old devices were retained by the account. It was noted that the manufacturer&#38112;representative could not remember the date of the re vision. It was reported that the patient was receiving satisfactory therapy at this time.

Event description:
It was reported that the patients device was ¿not putting out like it used to.¿ the patient also needed it adjusted up a little but as she was getting stimulation more on one side than the other. The patient was looking for reprogramming. The patient also had a sudden loss of therapeutic effect and baseline pain. The patient had less than 50% therapeutic effect in her painful areas. When the patient used to turn on the stimulator, it would give her ¿that jump into it.¿ the patient could now barely feel it following strenuous activity or exercise (sexual activity). It was during sexual activity that the patient felt the change in stimulation and it hadn¿t been the same since. The patient met with a company representative on (B)(6) 2014. Impedance testing revealed impedance levels greater than 40,000 ohms. A lead replacement was planned, but the date was not known. The date of the lead replacement and outcome have been requested, if received, a follow up report will be sent.